Manufacturer narrative:
Initial reporter customer postal code: (B)(6). PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a transurethral lithotripsy procedure, a ncircle tipless stone extractor was used two or three times to collect crushed stones from the patient. The basket then stopped functioning as intended and became unable to be opened or closed. A new device was opened and used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Event summary it was reported that during a transurethral lithotripsy procedure, a ncircle tipless stone extractor was used two or three times to collect crushed stones from the patient. The basket then stopped functioning as intended and became unable to be opened or closed. A new device was opened and used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation a visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. A device failure analysis was conducted on the returned device. The investigator made the following notation: product was returned in open packaging. All fittings were loose could not actuate the basket with the handle. The collett knob fell off during the attempt. After reassembling the handle, the basket was bale to deploy and retract without issue. The reported failure mode was confirmed. Cause is unknown. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A lot history search found one other complaint had been reported for this lot. There was not enough evidence to conclude the two complaints were due to a common issue that would indicate that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur the returned device was found to have a basket that was open and could not be closed. Both the collet knob on the proximal end of the handle and the male luer lock adapter (mlla) at the distal end of the handle were loose. It could not be determined if the loose collet knob caused the issue, or if the knob was manipulated by the user after the failure of the basket to function. The provided information stated the device was used to collet stones 2 or 3 times before the issue occurred. It is possible that the forces encountered by the device during use became sufficient to pull the cannulated handle free from the collet knob, but there was not sufficient evidence to make a definitive determination of the cause. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.